Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found a broken rinse block on the probe wipe that caused the leak. The fse replaced the probe wipe assembly and the instrument ran without leaks. The repairs were verified per established procedures. Beckman coulter (bec) internal identifier for the report is (B)(4).

Event description:
The customer reported a leak when using the coulter lh 780 hematology analyzer. The leak was a contained leak of a green fluid from an unknown location inside the analyzer. The instrument was generating aspiration errors when the leak was observed. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing a gown, gloves, and goggles at the time of the incident. There was no report of biohazard exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.